Event description:
It was reported that the patient was having discomfort following implant of the device and leads. It was also reported that the report of discomfort by the patient was unable to be replicated with modification to pacing outputs. Therefore the device and atrial and ventricular leads were removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead electrode distal end was covered in blood. The lead was stretched and had apparent explant damage.